Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and motion sensor test failure on the insulin pump. Customer's blood glucose was 90 mg/dl. Troubleshooting for motion sensor test failure was performed. Customer advised they received the alarm and the insulin pump would restart. Customer advised they failed the displacement test and when they clear the alarm the device restarts once again. Troubleshooting for motor error alarm was performed. Customer advised the motor error alarm occurred during a basal delivery and the patient was unable to complete the insulin pump rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the rewind due to a problem isolated to the mother board. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to alarms. Unable to verify the motor error alarms due to alarms. The motor was tested outside of the device and it passed. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.